Manufacturer narrative:
Date of event is an estimated date.

Event description:
According to the available information the catheter was found cracked. A new catheter was placed. No adverse patient events were reported.